Event description:
On (B)(6) 2017, the lay user/patient¿s home health nurse (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio iq meter read his blood sample as a control solution result. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The reporter informed the csr that on (B)(6) 2017, the patient¿s blood glucose was tested with the subject meter and a result of ¿400 mg/dl¿ was obtained which the meter flagged as a control solution test. The patient manages his diabetes with self-adjusted insulin. During the call, the reporter claimed that in response to the alleged issue, she gave the patient a dose of insulin based on the alleged meter reading. The reporter claimed that half an hour after the alleged issue occurred, the patient developed symptom of ¿sweating" and was "diaphoretic¿. During the call, the reporter stated the patient took orange juice and ate something in response to the symptom. The reporter denied the patient¿s blood glucose was tested on any other device. At the time of troubleshooting, the csr confirmed the test strips were in good condition. The csr walked the patient through a retest and noted the alleged issue remained unresolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The test strips involved with this complaint failed testing. The test strips were evaluated and found to be misclassified by the meter. The meter reported ¿control solution¿ when blood had been applied to a strip.